Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.0x150x150-hybrid sterling balloon catheter was advanced for dilation. However, on the first inflation at 14 atmospheres for 10 seconds, the middle part of the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Initial reporter city: (B)(6).